Event description:
It was reported 2 bd non-vented male ll caps were damaged, resulting in leakage. The following information was provided by the initial reporter: "...the customer reported a leak in the white luer cap... Additional information was provided that tightening the cap did not stop the leak, a pin hole was observed in the tip of the cap when it was removed. A second luer cap was found in the same pack with a pinhole leak."

Manufacturer narrative:
H6: investigation summary a complaint of a hole in the cap causing leakage was received from the customer. A photo was provided for investigation. A pinhole was observed on the tip of the cap. The customer complaint was confirmed. The product reported was manufactured by supplier (vyaire) and manufacturing information was requested. Catalog 1008-000-116 lot number 0004125870 was manufactured on 31/mar/2020 DHR was reviewed and no issues were found. A root cause could not be determined as a physical sample was not received for investigation.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd non-vented male ll caps were damaged, resulting in leakage. The following information was provided by the initial reporter: "...the customer reported a leak in the white luer cap... Additional information was provided that tightening the cap did not stop the leak, a pin hole was observed in the tip of the cap when it was removed. A second luer cap was found in the same pack with a pinhole leak."